Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The causes of the breach in aseptic technique were described as the patient made a mistake of touch contamination, did not wear a mask, and ¿sometimes did not follow all the proper procedures¿ (not further specified). The patient was hospitalized for the peritonitis event. Treatment was not reported. On an unreported date, the patient¿s pd catheter was removed. On an unreported date, dianeal therapies were discontinued and the patient began hemodialysis therapy. The reporter was not sure if the patient would return to pd, further stating that ¿it seemed as though the patient was getting overwhelmed by it all¿. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.